Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. There was no evidence of any ventricular events stored in the arrhythmia logbook and the presenting electrogram was clean. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient was brought into the clinic and isometrics and pocket manipulations were performed. The out of range measurements could not be reproduced. The physician planned to see the patient in one month. There were no plans for additional intervention at this time.

Manufacturer narrative:
Additional information received indicated that the impedances remained intermittently out of range. The patient was assessed in clinic and no out of range lead measurements could be reproduced with isometrics or pocket manipulation. The patient was referred to a different physician. A revision procedure was performed and the rv lead was removed from the device header. The physician was unable to reproduce any noise or out of range measurements after removing it from the pocket. Additionally, a tug test on all of the leads was performed and no anomalies were noted. The rv lead was surgically abandoned and replaced. The device was also replaced since there did not appear to be any identifiable reason for the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, external visual inspection noted dried body fluid contamination in the ra lead barrel and terminal block area. There was a hole in the ra seal plug. A review of the device memory noted three faults had occurred and the memory had been corrected. These indicate normal function. Gauge pin measurements noted a 0.101 inch pin went through the ra and rv leaf spring connectors under its own weight. A 0.102 inch pin would not. Review of the daily lead impedance showed rv impedance spikes during the last year. Using the witness marks left by the implanted lead seal rings, it was determined that the rv lead was not completely inserted into the header. The device passed electrical testing. No further analysis was performed.